Event description:
It was reported that the device delivered inappropriate hv and atp therapy due to oversensing. Programming changes were made. The patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.